Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. Cylinder 1 presented a hole in the proximal end and 2 holes in the distal end of the cylinder from sharp instrument. Cylinder 1 had wear at the fold in the proximal end of the cylinder body. Cylinder 2 presented a hole in the distal end of the cylinder from sharp instrument. Cylinder 2 also had wear at the fold in the middle of the cylinder. Both cylinders failed the leak test due from sharp instrument in the proximal end and distal of the cylinder. The reservoir was inspected, and three holes were identified from sharp instrument damage. The pump failed functional testing. Based on the information available, the reported observation of malposition of device was confirmed.

Event description:
It was reported that the patient presented with an ams 700 inflatable penile prosthesis (ipp) that the cylinder was possibly rerouting. The ipp was removed and replaced with a new device. There were no patient complications.

Event description:
It was reported that the patient presented with an ams 700 inflatable penile prosthesis (ipp) that the cylinder was possibly rerouting. The ipp was removed and replaced with a new device. There were no patient complications.